Event description:
It was reported that while operating the loop burnt at the end and sparked. Procedure was completed successfully. No negative impact in state of health reported. Following further investigation, it has been concluded that the coag and cutting settings that were selected at the time the loops were burnt out would have contributed to the incident. As a result, I am organising a meeting to meet the surgeon involved and theatre manager to discuss how to correctly use the loops so the incident does not occur again. In conclusion, as the incident resulted from misuse of the product, the product was not at fault.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. As the product has not been returned, a final determination of the root cause is not possible. Considering the information given by the sales manager, most likely to high power settings caused the malfunction. Internal karl storz reference number: (B)(4).